Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections were performed and found an infestation. Temperature confirmation testing was performed and the passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device also failed rite functional testing as fluid was transferred above the allowable specification range. Further inspection of the door assembly revealed deteriorated piston foam. The cause of the rite failure was due to the deteriorated piston foam. The entire device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.